Event description:
At about 3 months after the primary, the patient came in presenting pain due to failing competitor`s sutures in quad which resulted in patella tracking issues. There was no indication of trauma. The surgeon addressed the sutures, performed a washout and revised the flex 4l - 10mm insert to a flex 4l - 11mm insert to improve the stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 june 2026 gmk-spherika 02.12.e0410fl gmk-sphere tibial insert e-cross - flex 4l - 10mm (k202022) lot. 2523345: (B)(4) items manufactured and released on 09-oct-2025. Expiration date: 2030-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-spherika 02.12.e003rp gmk-sphere resurfacing patella e-cross - s3 lot. 2518412 (k202022) lot 2518412: (B)(4) items manufactured and released on 17-sep-2025. Expiration date: 2030-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.